Event description:
Additional information revealed that only the l2 lead was at fault and was replaced. No allegations against this lead.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2020-01028. It was reported that the patient had a fall in (B)(6) 2019, after which they were unable to feel effective therapy. It was confirmed that the lead had high impedance. In turn, surgical intervention may be planned to address the issue.